Manufacturer narrative:
The device has been requested to be returned for inspection. Investigation into the reported incident is on going. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a cvsm caught fire in the physical therapy room. There was no adverse event reported. This incident was captured under complaint ref # (B)(4).

Manufacturer narrative:
Images of the damaged unit were inspected by the manufacturers, from looking at the remains of the cvsm 68mxtx-b it is evident that the 9-cell lithium-ion battery pack had cells fail which caused a fire. It was determined that the battery involved in the event showed a different design to the original battery that is recommended for use with the cvsm device. The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr) nr, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Although there was no adverse event associated with this event and the reported malfunction was found to have been caused due to use of a non recommended battery pack. If the reported event were to recur it could lead to serious injury or death.

Event description:
The customer reported a cvsm caught fire in the physical therapy room. There was no adverse event reported. This incident was captured under complaint ref # (B)(4).